Event description:
The consumer states that the right front rigging will not adjust. She can push the snap button in, but the tube won't move up or down. The chair was purchased through (B)(6) online.

Manufacturer narrative:
Manufacturer updated from (B)(4)., to reflect the correct manufacturer. (B)(4) notification sent to (B)(4).

Event description:
The consumer states that the right front rigging will not adjust. She can push the snap button in, but the tube won't move up or down. The chair was purchased through amazon online.